Event description:
The user facility reported a patient with cardiomyopathy was being placed on impella cp for mechanical circulatory support. The medical staff attempted to insert the impella, but caused vascular damage with the guidewire and aborted. The vascular damage was managed with a balloon to achieve hemostasis. The medical team considered impella insertion again, but the blood vessel diameter was assessed to be about 5 millimeters and was determined to be too small to attempt another insertion. The impella implant procedure was aborted and an intra-aortic balloon pump was implanted instead.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.